Event description:
It was reported that this patient received an inappropriate shock due to reported oversensing involving this device. This patient was admitted to the emergency room as a result. A review of the electrocardiogram strips showed that the patient was in an atrial fibrillation arrhythmia with fast ventricular conduction, however double counting was also evident. The physician had changed the patients medications. A review of the sensing vector did not show any noise and the patient converted back to a sinus rhythm thus the other sensing vector could not be checked. The device was reprogrammed and device data was sent for technical services (ts) review. Ts reviewed that data and noted that the rhythm did not appear to be a typical ventricular tachycardia (vt) and the beats were irregular in the rate and morphology. Ts discussed possible reprogramming options. No adverse patient effects were reported. The device remains implanted.